Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose in the high 600 mg/dl range. Customer was treated in the emergency room with 15 units of insulin injections. Customer left the emergency room in stable condition and blood glucose in the high 300 mg/dl range. Customer reverted to manual injections for insulin therapy. Customer alleged that the pump was not performing as intended but was unable to provide any specific issue.